Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at the patient end of the set fluid would be seen to leak out. Patient involvement: no. Death/serious injury: no. Human harm: no".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at the patient end of the set fluid would be seen to leak out."